Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed. (B)(4).

Manufacturer narrative:
Additional information all three reported icp express units p/n 82-6635; s/n's (B)(4), (B)(4), (B)(4) were not returned to codman; therefore, the evaluation could not be performed. In the absence of the complaint samples the manufacturing records for these three units were reviewed and it was verified that all three units were conforming to the required specifications when released from manufacturing on june 27, 2012. The difficulty reported by the customer could not be determined. Complaint is considered closed at this time. However, if any of these three units become available, this complaint will be reopened and the respective evaluation performed. Trends will be monitored for this or similar complaints. Complaint sample not returned.

Event description:
E-mail received from the affiliate informed that: "3 icp express units had system failure. Rep was contacted by phone to help troubleshoot but error persisted. As a result, procedure was postponed (potentially for (B)(6) 2014 if loan unit is received). Patient's condition is unknown, but there were no reported adverse events apart from the procedure being cancelled". On 9/22/2014 additional information stated: the ps has confirmed that the procedure did not go ahead, therefore, there is no delay to report. Were the three units attempted to be used on the same patient? Yes. Procedure was postponed (potentially for (B)(6) 2014, if loaner unit is received). Could you please let us know the patient's condition? The patient has not undergone the procedure the product specialist has not been advised when the patient will undergo the procedure. No change to the patient's condition has been reported i.e. No adverse event. Could you please let us know the serial numbers of the three icp express units involved with this issue? (B)(4).